Manufacturer narrative:
Visual examination of the provided picture confirms the articular surface post fractured. Device was not returned for further evaluation. X-rays were provided and reviewed by a health care professional. Review found moderate to large sized suprapatellar joint effusion noted on image three. Otherwise grossly unremarkable radiographs of left total knee arthroplasty. Overall fit and alignment appear normal. Bone quality appears normal. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product femoral component precoat size d left compatible with lps-flex prolong item# 00596001451, lot# 62872760; stemmed tibial component precoat size 4+ item# 00598003712, lot# 62660613; stem extension straight 12.7 mm dia. X 30 mm length (combined length 75 mm) item# 00598801212, lot# 62846741; all poly patella standard size 29 mm diameter 8.0 mm thickness cemented item# 00597206529, lot# 62793816; report source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately five years and six weeks post implantation due to pain caused by an implant fracture. There is no additional information available at this time.